Manufacturer narrative:
The customer reported issue was confirmed. A review of the device history record for (B)(6) was performed from date of manufacture 06/05/2014 to the present date 1/13/2021 and confirmed that this device was not previously returned for servicing. Device had no similar service repair history and there were no production failures indicated on the source device.

Event description:
The customer reported the device failed the pressure test. No patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device failed the pressure test. No patient involvement.